Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a patient reaction was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include patient sensitivity and effects not associated with the device; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by ms&s that: "patient states she had a PICC line placed this morning and just arrived home. She is feeling 'pressure' to the area and 'a little tingling' to her fingers. She reports the dressing is dry and intact. No blood noted to dressing. Denies any pain. She wants to know what to do." Ms&s stated they responded to patient: "discussed possible causes of discomfort and tingling. Recommended she contact the facility where the PICC was placed or speak with her physician and follow their recommendations." No product information is available at this time.